Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received two recent inappropriate shocks due to oversensing of noisy signals. The patient was brought into the clinic and the noisy signals were reproducible. Imaging was recommended to determine if there was electrode migration, however they were inconclusive. The system is subsequently deactivated and pending replacement to a transvenous system. No adverse events were reported at this time. This supplemental report is being filled to include device explant information. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This supplemental report is being filled to include device explant information.

Event description:
This supplemental report is being filled to include device explant information

Event description:
It was reported that this patient received two recent inappropriate shocks due to oversensing of noisy signals. The patient was brought into the clinic and the noisy signals were reproducible. Imaging was recommended to determine if there was electrode migration, however they were inconclusive. The system is subsequently deactivated and pending replacement to a transvenous system. No adverse events were reported at this time.